Event description:
It was reported the patient received several inappropriate shocks. It was also reported the lead most probably had a sublcavian crush. The lead was partially capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) distal conductor fractured, proximal segment was returned and analyzed. Cannot determine where the anchoring sleeve was tied.